Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: not provided due to hospital policy a6: race: not provided due to hospital policy d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted h4: device manufacture date: unknown due to unknown lot number the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: the tr band was applied after a heart catheterization. Hemostasis was achieved in the cath lab prior to patient being transferred to the recovery unit. The band was in place and hemostasis maintained upon arrival to the cvcc recovery unit. It was observed during the first attempt of air titration that the balloon had lost air and was no longer providing adequate pressure to maintain patent hemostasis. The patient did not experience any loss of blood and manual compression was utilized to ensure hemostasis was maintained. There were no other complications, and the patient was discharged without any issues or increased hospital stay. There was no known manipulation before use in any way pre-use or during storage. The product was stored in a medical supply cabinet prior to use. The source of leaking was unknown. No equipment or other devices were used with the angio-seal.